Manufacturer narrative:
Device evaluation: 1 x zimmon biliary stent set of unknown rpn and lot number was not returned to cirl for evaluation. With the information provided, a document-based investigation was conducted. Document review: as the exact rpn and lot number are unknown, a review of the manufacturing records cannot be completed. However, prior to distribution zimmon biliary stent set devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It should be noted that the instructions for use (ifu0045) list cholecystitis as a known potential adverse event associated with ercp and biliary drainage procedures. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to patient pre-existing conditions and/or the procedure whereby the stents were placed. As per the IFU, cholecystitis is listed as a known potential adverse event associated with ercp and biliary drainage procedure. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, patients suffered cholecystitis which presented with inflammation after the procedure. 5 patients also underwent additional surgery due to their worsening condition. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Jung et al 2020 (plastic biliary stents) ¿ ¿identification of risk factors for obstructive cholecystitis following placement of biliary stent in unresectable malignant biliary obstruction: a 5-year retrospective analysis in single center¿. Endoscopic procedures for ercp: the procedures were performed using a 10-mm uncovered/covered single bare sems (bonastent; standard sci tech inc., seoul, korea) or a 10-mm uncovered/covered double bare sems (egis double; s&g biotech inc., seoul, korea), which was specially designed for biliary drainage. In addition, 10-fr tannenbaum straight plastic stents or 7-fr double pigtail plastic stents (wilson-cook medical, inc., winston-salem, nc, USA) were used in cases that needed plastic stents. In total, 30 patients (15.7%) developed acute cholecystitis after biliary stent placement. Of these, 25 patients with acute cholecystitis were treated with eus-gbd, and the remaining 5 patients underwent ptgbd because of their worsening general condition. 4 patients with 7-fr double pigtail plastic stents experienced acute cholecystitis.